Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, on the first two reloads, the surgeon was able to press the green button but could not squeeze the handle. Hence, the stapler did not fire. Also, it was reported that there was difficulty in unloading the device. The jaws would not close to get the cartridges out. On the third reload, the reload also did not fire. The surgeon was able to press the green button but could not squeeze the handle. Another reload was used to complete the case. There was no patient injury.